Event description:
It was reported that the autoplex did not deliver the needed cement during a procedure, which resulted in the patient being under anesthesia longer than expected and a thirty minute delay while a back up device was prepared. There were no other patient or user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not received by manufacturer for evaluation.

Manufacturer narrative:
The reported condition was confirmed upon evaluation of the returned unit. There was still some amount of hardened cement left on top of the mix chamber¿s transfer piston. Probable root causes can be associated, but not limited to: user allows excessive time lapse between monomer pour and mix activation, causing the bone cement to hardened prematurely. Internal components failure (i.e. Transfer gears, threaded shaft strips/stops too early, transfer nut fracture) as a result of high pressure generated due to possible occlusion within the cement flow path, cement hardening, and/or material strength issues. The device was scrapped by the manufacturer.

Event description:
It was reported that the autoplex did not deliver the needed cement during a procedure, which resulted in the patient being under anesthesia longer than expected and a thirty minute delay while a back up device was prepared. There were no other patient or user injuries or adverse consequences.